Event description:
The duett sealing device was deployed following a left heart catheterization (via a 8f sheath, right common femoral artery). The deployment was uneventful. After the deployment, the pt complained of itching at the right groin site, developed breathing problems, itching and redness all over their body, seizures, and respiratory distress. Pt was intubated and given ramizicon, lasix, solumedrol, versed, atroprine and pavalon. Pt was shocky, bp dropped and distal pulses became weaker. The vascular surgeon was consulted, and an arterial occlusion was ruled out. The vascular surgeon reported that the he had used thrombin on the pt in a past surgery without any problems. The pt was eventually discharged and reported to have no side effects from the event.